Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.

Event description:
The jetstream g2 catheter was used to treat a long moderately calcified lesion from the mid sfa to the popliteal. Prior to using the g2 device, there was run off in all 3 vessels, however, a picture after the procedure showed there was no run off in the tibial arteries due to debris. A quick cat catheter was used to successfully remove the distal emboli and restore flow. The patient is fine.